Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion and valiant captivia stent graft were implanted for the endovascular treatment of a thoracic aortic aneurysm. It was reported the patient expired 37 days after the index procedure. It was reported there may have been aortic enlargement noted with the stent in place. No cause of death has been provided.  No additional clinical sequalae was provided and the patient has expired.